Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-45, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that upon chest xray, and interrogation results, both atrial and ventricular leads were found to be dislodged from the heart muscle. The leads were repositioned. No patient complications have been reported as a result of this event.